Manufacturer narrative:
The investigation into the ventricular fibrillation (vf) has been completed. The device was not returned for benchtop evaluation and investigation. Per the clinical information provided, the cause of the vf/vt (ventricular tachycardia) was most likely patient condition related because the timing of the event correlated with placement/repositioning and any device contacting the heart wall in conjunction with a poor patient condition could result in vt/vf.

Event description:
The user facility reported an unknown gender patient was brought in to be implanted with an impella cp for unknown reason. The physician had already tried to position the pump, but then stopped because the patient got ventricular fibrillation and the physician decided not to use the impella device. Patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.